Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction to have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The hospital registered nurse, (B)(6) reported the patient's blood glucose history is as follows: on (B)(6) 2013 the patient was hospitalized for diabetic ketoacidosis. She was treated with a manual injection of a long acting insulin (exact dosage was not provided). The patient's bg was checked every 3 hours and they both (doctor and her) tried to adjust the patient's settings in the pdm to see if that corrected the problem but nothing was working. The pdm was switched with a new pdm and everything was fine. She was released for the hospital on (B)(6) 2013.